Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
We received a complaint regarding 2 x dst0705509td, lot nr s10492366 that were sold to (B)(6). Attached you can find the complaint form. Can you please provide us with the RMA # so that we can send the sheaths back to you. A 75-year-old male underwent a procedure for fevar - fenestrated endovascular aortic repair. The issue was found during the procedure, directly following product acceptance and assembly, prior to any use on the patient. The problem was a malfunction in the steering mechanism, which caused the tip to become uncontrollable. Used 1 of the same lot, 2 from a different lot number. A third product from a different batch used then showed the issue after use on the patient, namely that the lumen at the tip had become kinked. The bsgs (bridging stent grafts) were deployed via the oscor introducer sheath. The patient remained stable. However, increased fluoroscopy time was required. Delay was more than 10 minutes. The procedure took 30 minutes longer.